Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 8.5 mmol/l and the sensor glucose was 3.5 mmol/l at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer reported that they had an issues with the sensor for the past 24 hours, he don't know what to do. Customer stated that his sensor had been reading off for the past 24 hours, and it caused the insulin pump to suspend several times. Customer tried to calibrate to fix it and it worked for a bit but drops back down again and suspends the insulin pump. Customer reported that when the insulin pump suspended he was showing 2 something on the insulin pump and the blood glucose was 7 or 8 mmol/l. The sensor will be returned for analysis.